Manufacturer narrative:
(B)(4). The treatment has no delay and no other issues. The perfusionist just recognized this and decided to report to ssu after end of treatment. They just replaced the motor control board as a precaution. The motor control board has been returned for further investigation by life cycle engineering (lce). According to investigation report ((B)(4)): the motor control board was installed in a single roller pump (rpm) and operated on a hl 20 console base. The error could not be reproduced. The pump with the installed board was tested several times for several hours each, while for test purposes a pump-stop caused by the pressure sensor has been triggered. Each time the pump stopped with the error message "stop pr1" and no following runaway of the pump speed. Thus the failure could not be confirmed. Presumption by the lce: defective control board (article number: (B)(4)) of the pump. The ssu will be informed. Since the error did not reoccur after replacement of the motor control board a defective control board could be excluded. Most probable root cause could not be determined exactly. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
"Customer reported art. Rpm stopped error message during patient treatment." No known consequences to the patient. (B)(4).